Manufacturer narrative:
The reported event of oversensing was not confirmed. The device was received with normal telemetry and no output. Functional tests and longevity assessment were normal with no anomalies found. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry testing indicated a normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported via product receipt that the pacemaker was explanted due to far field oversensing. The pacemaker was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that there was no far field over-sensing exhibited on the pacemaker. It was explanted and replaced due to elective device upgrade.